Event description:
The hosp reported that during a coronary artery bypass procedure, the bipolar cords had no power. The electric current did not work with the vasoview scissors. A replacement device was used to complete the procedure. There were no pt effects reported. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A functional test was performed on the device with a reference generator and bisector. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "failure to deliver energy" could not be confirmed. (B)(4).